Event description:
Parents reported that pt has experienced hyperglycemia as high as 500 mg/dl due to the insulin delivery of the infusion device being too low. Pt's previous infusion device reached its end of life, and pt started this infusion device using the same basal rates. Blood glucose was elevated on (B)(6) 2011. Insulin was delivered through the infusion device and the insulin, cartridge, and infusion set were changed. This was not successful in lowering blood glucose. Parents reported the infusion device piston rod moves slower and "jerkily." The infusion set was changed 5 times on (B)(6) 2011, and the infusion tube was filled with blood each time. Pt tested positive for ketones. Pt did not have infection or start new medication, and pt's normal blood glucose is 140 mg/dl. The infusion device was not exposed to water or electromagnetic fields. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental.